Event description:
It has been reported that one bd neoflon¿ IV cannula has been found damaged and containing foreign matter before use. The following has been provided by the initial reporter: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since (B)(6) 2014. Lot#41074813.

Manufacturer narrative:
Investigation: 4 photos and 1 used sample were returned for investigation. 4 photos were returned for investigation. The 1st photo shows the top web with batch #4107481 (product expired on apr19). The 2nd and 3rd photos show the catheter condition, no abnormality was observed. The 4th photo shows the fiber-like foreign matter. The used sample was subjected to visual inspection. No abnormality was observed on the catheter tip. Fiber-like foreign matter was observed on catheter. Based on the laboratory test report, the fiber-like foreign material could possibly be cellulose material. Catheter tip integrity defect: no abnormality was observed on the catheter tip of the actual return sample. Therefore the reported defect cannot be determined. Foreign matter: based on the laboratory test report, the foreign matter matches that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton and similar materials are also composed of cellulose. As the sample received is a used sample, the fm could either be from the manufacturing plant or the fm could be attached to the catheter during product application. Manufacturing process has been reviewed. The fm could come from paper use for documentation or cotton from clothing. A gmp awareness training has been performed for all associates working in neoflon production line and this complaint batch was produced before the training dates. The fm could also come from cotton use for antiseptic swap on patient's skin prior to product application. The fm could had attached onto the catheter of the product. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.

Manufacturer narrative:
Correction: the rcc confirmed "some clear fiber-like fms attached on the catheter." Therefore, the ar defect code "foreign matter" was added to the complaint. The following information has been updated: describe event or problem: it has been reported that one bd neoflon¿ IV cannula has been found damaged and containing foreign matter before use. The following has been provided by the initial reporter: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since (B)(6) 2014. Lot#41074813. Device codes: 2944.

Event description:
It has been reported that one bd neoflon¿ IV cannula has been found damaged and containing foreign matter before use. The following has been provided by the initial reporter: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since (B)(6) 2014. Lot#41074813.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd neoflon¿ IV cannula has been found damaged before use. The following has been provided by the initial reporter: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since (B)(6) 2014. Lot # 41074813.